Event description:
During duodenal switch surgical case, the surgeon removed the endo stitch endoscopic suturing unit from the patient and handed it off to the scrub tech. When the scrub tech attempted to remove the needle from the endo stitch device, half of the needle broke off and the other half remained in the device.